Manufacturer narrative:
(B)(4). (B)(6). Then the patient had an ob tape vaginal erosion requiring a portion of the tape be removed on (B)(6) 2006. The patient had a retropubic sling inserted on (B)(6) 2007.

Event description:
It was reported that the patient underwent an anterior repair procedure on (B)(6) 2004 and mesh was used. Concomitantly, the patient also underwent a procedure to treat stress urinary incontinence and ob tape was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that on (B)(6) 2006, the mesh was removed due to vaginal wall erosion, secondary to ob tape.

Manufacturer narrative:
(B)(4). Contact person: dr. (B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).